Manufacturer narrative:
Philips service worked with facilities to restore the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the ups was turning on, but the room would not power on, on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.